Event description:
On (B)(6) 2003 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen/pelvis revealed the inferior vena cava (ivc) filter is seen in the infrarenal portion of the inferior vena cava, which is tilted towards the left and has numerous legs which have perforated the ivc. Some are adjacent to the lumbar spine and the adjacent right psoas muscle. The adjacent aorta and soft tissue structures appear otherwise unremarkable. There is no evidence for any displaced legs into the imaged portions of the heart or upper ivc.